Manufacturer narrative:
(B)(4): it was reported that the patient underwent the concurrent procedure of total vaginal hysterectomy.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent mesh implantation to treat stress urinary incontinence. Post implantation the patient experienced inability to urinate, urinary obstruction, hematuria, bladder infections, chronic bacterial infection, and dyspareunia. It was reported the patient also had to be catheterized for three weeks. The patient underwent mesh revision on (B)(6) 2010.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.